Event description:
It was reported that a female patient who had an unknown smooth mentor gel implant placed experienced baker grade iii/IV capsular contracture post procedure. As a result, explant was performed on (B)(6) 2022. The left implant is a 250cc mentor memorygel breast implant, catalog #: 3502501bc, lot #: 5700098, serial #: (B)(4). The right implant is a 325cc mentor memorygel breast implant, catalog #: 3503251bc, lot #: 5859990, serial #: (B)(4). The capsular contracture was confirmed to be unilateral, however, the side of the capsular contracture was not provided. Therefore, mentor is providing all device information until clarification is received.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation was performed for the finished device 5700098 number, and no non-conformances were identified. Manufacturing date: 31/aug/2006 expiration date: 30/aug/2011. A manufacturing record evaluation was performed for the finished device 5859990 number, and no non-conformances were identified. Manufacturing date: 20/oct/2008. Expiration date: 19/oct/2013. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).